Manufacturer narrative:
P-cap locked in place properly during testing. Device received with scratched case. No damage on retainer ring noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that the customer experienced hyperglycemia and insulin pump was broken. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that retainer ring was cracked. Customer stated that reservoir unable to lock in place when inserted into insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.